Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
Same case as MFR report 3005188751-2011-00034 and 2030404-2011-00074. It was reported that during an atrial fibrillation ablation procedure, the physician had difficulty performing transseptal puncture, so transesophageal echocardiography (tee) was used to assist with visualizing the puncture. The ablation procedure was completed and before removing the tee, the physician checked the anatomy of the pt and detected a hemorrhage in the pericardium. Pericardiocentesis was performed to resolve the cardiac tamponade. The pt was taken to the intensive care unit for observation and is stable. No malfunction was noted with any sjm devices and the physician does not allege an sjm device caused the reported cardiac tamponade.